Event description:
It was reported that the patient presented with pocket infection. The physician explanted the entire system, including the pacemaker, the right atrial lead, and the right ventricular lead. Patient status was not reported.